Event description:
It was reported that the tubing of a flogard IV set had leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. Visual inspection of the sample was performed and revealed a small slit in the tube at approximately 12cm above the y-site. However, the cause could not be determined.